Event description:
Discordant advia centaur troponin results were obtained on pt samples. The results were reported to the ER doctor. The doctor questioned the results. The samples were retested on another system and the corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results was due to the missing wash 1 reservoir cap gasket. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.